Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device received alert 113. Per troubleshooting, a functional test was completed and the chiller tank was below 5c; however the mixing pump was unable to generate cold water. It was noted that the mixing pump needed to be replaced.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event was a duplicate of a previous record.

Event description:
It was reported that the device received alert 113. Per troubleshooting, a functional test was completed and the chiller tank was below 5c; however the mixing pump was unable to generate cold water. It was noted that the mixing pump needed to be replaced.